Event description:
Pregnant patient experienced a bladder puncture from the bulb tip of the silicone foley catheter. During a c-section procedure, the ob(obstetrics) surgeon detected that the foley bulb was clearly visible upon peritoneal entry. Of note, the patient's bladder was adherent to the peritoneum/anterior abdomen wall, and it was extremely thin and attenuated. There was an attempt to try to pull the foley tubing back to try to retract the foley bulb into a lower position, however, the foley tip punctured through the thin bladder wall creating a 5cm cystotomy at the dome. The cystotomy was surgically repaired by a urology surgeon immediately after the c-section.